Event description:
It was reported that the ilet system was shut off or not delivering therapy when the patient¿s insulin ran out and the freestyle libre 3+ sensor expired, and the caregiver was unavailable for approximately three hours to replace the sensor and supplies. Once glucose data were available again, the reported blood glucose was 264 mg/dl, and education and troubleshooting were provided on replacing the libre 3+ sensor and addressing very low insulin supply. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of automated insulin delivery without hospitalization. Investigation included customer care agent case review and user troubleshooting and education. Investigation of this case revealed user-dependent interruption of therapy due to depleted insulin and an expired cgm sensor, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was use error and external factors related to insulin and sensor replacement timing.

Manufacturer narrative:
Initial.